Event description:
Pt was being treated for an 8cm abdominal aortic aneurysm. The procedure indication was not an approved use for the quick cross (qc) support catheter. The patient had tortuous, calcified iliac artery aneurysms. The qc was advanced over a soft glidewire; wire exchange to lunderquist wire; on withdrawal of catheter over stiff wire, there was significant resistance, then qc broke with approx 1 inch of distal end retained on wire in iliac artery. Apparently, had been trapped between stiff wire and calcified intima. Tip retained in artery that coincidentally had been targeted for deliberate thrombosis with coil embolization as part of a complex evar (aorto-uni-iliac system.) The remaining distal tip of the qc was embedded against the vessel wall with the planned stenting of the vessel. The pt recovered and the physician stated "the distal tip of the qc will not be able to migrate anywhere within the patient's body." The engineering device investigation supported the failure mode identified in the risk management profile. The device was exposed to excessive force resulting in breakage. Md stated "I exceeded the uses for the qc and it breaking was not the fault or malfunction of your product."